Event description:
On 01/31/2025, it was reported by a sales representative via (B)(4) that an 1268-100 targeting arm is misaligned. Per facility: "130 degree trochanteric nail jig that is misaligning with the static distal interlock hole in the short trochanteric nail. Different outer sheaths have been used and we¿ve had same result. 3 of the last 4 cases using this jig have caused surgeon to have an extremely difficult time getting drill bit through the static short nail hole. When I was able to evaluate the jig after the case today, it appears that the 1268-100 jig has slightly more play within the black jig hole than the 125 jig does. My best guess is the tolerance might be slightly different and causing the miss. There has been no patient injury. And he can eventually get the drill bit to go through the nail, and insert the screw with no issue. However, this is an understandable frustration for the surgeon and we are willing to do anything to correct it.". This occurred during use in a case with no patient effect. Case was able to be completed using the jig.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged,1268-100 radiolucent targeting arm, lot number: 160480, was received for investigation. Visual evaluation noted wear and tear and the device was slightly discolored where the nail attaches. Functional testing was performed by assembling the targeting arm with known good trochanteric nail system and the device functioned as intended. No problem found, complaint allegation is not confirmed.